Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed a co2 issue. The co2 needs to be calibrated. Upon conclusion of the evaluation, it was determined that the co2 needs to calibrated. It was calibrated. The device passed testing and was put back into service.

Event description:
It was reported that "low calibration required" error message was appearing. There was no patient involvement.